Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the, customer's reported problem was confirmed. The pump was found to be displaying air detector in line alarm message during the investigation. Service will replace the faulty air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical cadd legacy pump had air in line alarms. No patient involvement.